Manufacturer narrative:
Utmd is filing this medwatch because a cut-down surgical procedure was required to remove the end of a peel-away introducer cannula from a patent to avoid risk of serious injury. The PICC IFU states consistent with standard industry practice, to withdraw the introducer cannula from the vein prior to peeling the introducer cannula apart from the PICC. Utmd confirmed the procedure with an expert neonatal nurse practitioner who specializes in placing piccs and training clinicians in the use of piccs. Contrary to the IFU, the clinician attempted to remove the introducer cannula while still residing in the patient's vein. Using a hemostat, the proximal wings were torn off the cannula. This is the first such malfunction reported in the use of utmd introducers in fourteen years of use. An over-the-needle utmd introducer was used for the insertion of a PICC manufactured by another company. The introducer consists of a venous puncture needle encased by a plastic cannula. After the patient's vein is punctured, the needle is withdrawn from the cannula (the tip of which remains in the vein), providing an avenue for the PICC to be inserted (through the cannula) into the vein. After the PICC has been inserted into the vein, with the PICC held in place, the cannula is withdrawn (by grasping the tabs on the proximal end of the cannula) until the whole of the cannula (still surrounding the PICC) is outside the patient. The tabs on the proximal end of the cannula can then be pulled apart, splitting the cannula into two pieces, allowing its removal.

Event description:
One of the blue wings broke off the introducer. After separating the 2nd wing from the introducer, the hospital staff realized part of the cannula was still in the patient. The catheter and the segment of the introducer were removed from the patient by a neonatologist.